Event description:
Fluid retention in left knee (joint effusion). Case description: spontaneous report was rec'd on (B)(4) 2013 from a physician regarding (B)(6) female pt, initials unk, with gonarthrosis. The pt's medical history was significant for previous medical device implantation with synvisc (02 courses). On an unspecified date, the pt initiated treatment with synvisc (hylan g-f 20) injection of the third course. On an unspecified date in 2012, the pt rec'd second injection of 2 ml in the left knee (frequency and route of administration not provided). The lot number for synvisc was not provided. On (B)(6) 2012, the pt developed fluid retention in left knee. The same day treatment with was permanently discontinued. The fluid retention in left knee had not yet recovered. Concomitant medications were not provided. The intensity of the event was not provided. The reporting physician assessed the relationship between synvisc and the event as definite.

Manufacturer narrative:
The qa (quality assurance) investigation summary was rec'd on (B)(4) 2013. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with nay product complaint. Genzyme will continue to monitor complaints. The benefit-risk relationship of the product is not affected by this report.